Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, nasal congestion and lung infection. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and the user nasal/throat irritation or soreness, nasal congestion and lung infection. There was serious, patient harm or injury. The patient was under medical treatment for the incident. The manufacturer's investigation is ongoing. An updated report will be submitted when the manufacturer's investigation is complete. Section h6 updated in this report.